Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence urgency frequency patient reported that they felt a burning sensation with frequent urination every 15 minutes. Patient further reported that they had pain and possible uti/ infection. No further complications were noted or anticipated.